Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting, the malfunction was successfully cleared and insulin deliveries were resumed. Customer's blood glucose level was 481 mg/dl.